Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent, which warranted antibiotic therapy. The pdrn stated the cause of the peritonitis was possible contamination and was unrelated to the utilization of any fresenius equipment. In up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s caregiver reported the patient experienced slight discomfort on (B)(6) 2020 and significant pain on (B)(6) 2020, prompting the discontinuation of ccpd therapy. Follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic with abdominal pain and cloudy effluent fluid on (B)(6) 2020. A peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intraperitoneal (ip) vancomycin 1 gram and ceftazidime 1 gram for 14 days. On (B)(6) 2020, the peritoneal effluent fluid culture returned negative for growth (48 hours) and the cell count showed an elevated white blood cell (wbc) count of 39,113 u/l. The installation of additional vancomycin will be determined by the nephrologist based on the patient¿s vancomycin trough level (frequency of collection not provided). The pdrn attributes the cause of the peritonitis to a ¿possible contamination.¿ the patient¿s caregiver performs initiation and termination of therapy, as the patient is not trained to perform ccpd therapy. However, recently the patient has begun disconnecting themselves in the middle of the night and reeducation was required. Per the pdrn, the events were unrelated to the utilization of any fresenius equipment. The patient is recovering from the events and continues to utilize the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.